Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, nose tube came apart due to ineffective repair. Tool cannot be decoupled, the screw on the coupling was loose, the motor vanes were damaged as well as a hole in the hose, the device failed temperature, sound, and rpm testings.

Event description:
Customer reported that the attachment was stuck in quick coupling hole.